Event description:
(B)(6). It was reported that on (B)(6) 2023, the patient presented with tricuspid regurgitation (tr) grade 3. The case was challenging with leaflet tethering, an unfavorable angle of approach, and challenging imaging. One xtw triclip was successfully implanted. A second xtw triclip (tcds0303-xtw, 30421r1081) was placed central to the first. Reportedly, tee imaging was challenging to see the septal leaflet insertion. Ice was used to confirm and 1 view showed sufficient leaflet insertion and deployment was performed. After deployment, this triclip had slight movement and a partial single leaflet device attachment was diagnosed. The clip remained attached to both leaflets, however, septal leaflet insertion may not be sufficient. Per physician, the septal leaflet may have tissue integrity issues and leaflet injury was possible after deployment. Mild leaflet injury was suspected. This clip had been implanted on the central, anterior-septal leaflets. A third triclip advanced and was placed in an area to treat the partial detachment and possible tissue injury. The triclip was successfully delivered and deployed without further issues reported. The tr had been reduced to grade 2. There was no adverse patient sequela, no additional treatment, and no prolonged hospitalization. On 2(B)(6) 2023, the tr was graded 1+ and the patient was discharged home. On (B)(6) 2024, a single leaflet device attachment was observed with the central, anterior-septal triclip (tcds0303-xtw, 30421r1081), along with severe tr. There was no treatment and no additional intervention reported.

Manufacturer narrative:
The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported of partial clip movement and single leaflet device attachment (slda) appear to be due to a combination of procedural and patient conditions (challenging imaging, leaflet tethering, and unfavorable angle of approach). The reported poor image resolution was due to echocardiogram imaging was challenging to see the septal leaflet insertion. The reported patient effect of suspected tissue injury appears to be related to procedural condition and the recurrent tricuspid regurgitation (tr) appears to be related to the slda. Tissue injury and tr are listed in the instructions for use as known possible complications associated with triclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as an additional clip was implanted to treat the partial clip movement and possible tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.